Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement due to suspicion of a leak in the cuff; however, during the procedure no apparent leaks were identified. There were no patient complications.